Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that this was a prosthesis replacement in the shoulder on (B)(6) 2020. When the cement was prepared, the cement did not harden completely even it passed 30 minutes. The procedure was completed with a replacement, which resulted in over 30-minute surgical delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 28 february 2021.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a prosthesis replacement in the shoulder on (B)(6) 2020. When the cement was prepared, the cement did not harden completely even it passed 30 minutes. The procedure was completed with a replacement, which resulted in over 30-minute surgical delay. Reoperation was done because the bone became non-union after the primary procedure with the philos plate. There was no harm to the patient. The device was brand new and the first use when the issue occurred.